Event description:
Patient required feeding tube prior to surgery, iliacs extremely tortuous at proximal ends bilaterally, some calcification, about 120 degree angle coming off of the aorta. Using two lunderquist stiff guidewires, there was much difficulty accessing with a bifurcated delivery system. After pushing and rotating, the physician felt the delivery system "give". The delivery system was removed and the pt's bp began to drop. A coda balloon was used to exclude a perforation in the iliac. The decision was made to convert to an aui device. A limb extension was deployed in the iliac. A limb extension was introduced, and during advancement, the delivery system inadvertently pushed the limb extension into the aorta. The pt was immediately converted to open repair. At close of procedure, pt was taken to ICU. As of 2008, pt was extubated and is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specifications prior to release. Patient's condition may have contributed to the event, however, due to lack of info, no conclusion can be drawn at this time.